Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration/ migration of essure device location of device: into the uterus") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (ess205) (batch no: 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2013, the patient experienced urinary tract infection ("frequent urinary tract infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain") and pain ("all over pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed in may 2017. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, fatigue, alopecia, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in april 2017: migration of essure device, perforation (uterus). Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet. New reporters added. Plaintiff demography added. Product implanted, explanted date and indication updated. Product lot no. Added. Events abnormal bleeding (vaginal, menorrhagia), frequent uti's, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, hair loss, excessive bleeding and perforation (uterus) were added. Event migration updated to migration of essure device location of device: into the uterus. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.